Event description:
Recall of in line suction catheter for use on ventilator patients. It is the ballard closed suction system that was recalled. My patient (pt) was using the lot number that is part of the recall. No injury or infection has occurred.